Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The field service engineer replaced the sample probe. He also ran precision testing, calibration, and qc which were acceptable. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient with the cobas 8000 cobas ise module. The initial result was 152 mmol/l. This result was reported outside of the laboratory. The repeated result was 135 mmol/l. This result was deemed correct and a corrected report was sent. The electrode lot number and expiration date were requested but not provided.